Manufacturer narrative:
Company comment: the serious events of nerve compression and implant site pain were considered expected and possibly related to the treatment. Seriousness criteria includes the need for surgical intervention and hospitalization to prevent permanent damage. The potential root cause include injection of filler in the vicinity of nerve leading to nerve compression and their manifestations in association with off label use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: the serious events of nerve compression and implant site pain are described in the instructions for use and the risk management report. The product was used off-label but the reported events are considered expected following treatment in the facial area. The events are not assessed to have affected the current ranking or acceptance of the associated risks. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number: (B)(4) is a spontaneous report sent on 23-jun-2023 by a physician which refers to a 48-year-old female patient. Additional information received on 27-jun-2023 from the same reporter. The medical history of the patient included gaping tuba auditiva / eustachian tube. No information about concomitant medications, history of allergies or previous filler treatments has been provided. On (B)(6) 2023, the patient received treatment with a total of 3 ml of restylane lyft, 1 ml to the left side and 2 ml to the right side of the eustachian tube by means of a long needle (unknown lot number and injection technique) for gaping eustachian tube. The restylane lyft was injected to the eustachian tube (off label use of device). Same day after treatment, the patient experienced severe pain in the right jaw (implant site pain) and nerve compression (nerve compression). The patient was hospitalized on the same day and underwent an unspecified surgery. The patient stayed at the hospital until on (B)(6) 2023 and recovered from the events at the time of the report. The reporting physician assessed causality between restylane lyft and the adverse events as possible. Outcome at the time of the report: nerve compression was recovered / resolved. Pain in the right jaw was recovered / resolved. Restylane lyft was injected to the eustachian tube was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 17-jul-2023 from the same reporter. The case was upgraded to serious. Suspect device updated to restylane lyft from restylane lyft lidocaine. Coding of event pain was updated. Medical history, suspect device implant date, location, volume, needle type, events onset date, severity, outcome, reporter causality, hospitalization and corrective treatment details were updated.